Event description:
During a da vinci assisted prostatectomy procedure, it was reported that the prongs of the pk dissecting forceps instrument were bent. The procedure was completed and there was no patient injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pk dissecting forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have a bipolar pin bent. This failure is typically associated with mishandling/misuse, such as an accidental drop or excessive force applied when trying to connect the instrument to an incorrect energy cable, which can cause the pin to bend. The main tube was also found to be broken with no material missing. There were various scratch marks with light material removed on the main tube. The scratch marks were 0.169¿ * 0.19" in length and were not aligned with the tube axis. This failure is typically associated with mishandling/misuse. The instrument was also found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed.